Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 133 mg/dl. The customer also reported that they took battery out last night and now the insulin pump will not power on. Customer also reported that display is blank. Customer also stated that they insert battery alarm did not display on the pump screen. The customer also reported that display does not returned after insulin pump restart. The insulin pump will be returned for analysis.